Event description:
The customer reported via phone call that she has had a pump for close to 20 years and went through a MRI this morning. Customer stated that the motor is not working. Customer's blood glucose was 270 mg/dl at the time of the incident. Customer took a bolus and stated that she should be normal. Customer received a motor position encoder error alarm after trying to prime the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.